Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for not feeling well and muscle stimulation. It was noted that the rv pacing threshold measurements were already high at implant. During a recent device interrogation, the rv pace impedance values have decreased and the muscle stimulation was confirmed as due to rv pacing. The rv lead was subsequently repositioned. Hours following the procedure, the patient went into cardiac tamponade due to a suspected rv perforation. A drain was subsequently inserted to eliminate the extra cardiac fluid. No loss of rv pacing for more than 2 seconds was reported. Additional information indicated that the rv perforation could not be confirmed. The lead remains in service. No additional adverse patient effects were reported.